Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met <(><<)>insert actual percentage from analysis review>% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the implantable cardiac monitor (icm) could not establish telemetry. The device was explanted and was given a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met the 80% of the 99.9% longevity limit. Preliminary analysis revealed a no telemetry condition. Further analysis found no high current drain or evidence of battery problems. The no telemetry condition was the result of a depleted power supply.

Event description:
It was reported that the implantable cardiac monitor (icm) could not establish telemetry. The device was explanted and was given a pacemaker. No patient complications have been reported as a result of this event.